Manufacturer narrative:
Investigation summary: customer return sample / photo / retain evaluation summary: 6 samples and no photos were received from the customer facility for evaluation. The tubes showed the failure mode of ¿missing tube label¿. There were no labels on any of the 6 customer samples. The customers failure mode of "tubes crack" was no seen in the 6 samples provided. Manufacturing records review: the manufacturing records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Related CAPA / sa reference number: n/a. Investigation: customer samples provided show the indicated failure mode of ¿missing tube label.¿ this product is labeled at the tulip and then 100% inspected as it is packed. The operators missed putting labels on these tubes. The manufacturing records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Root cause: based on the investigation, the most likely root cause is that the operators failed to react to these tubes and apply tube labels. __x__ confirmed ____ unconfirmed bd was able to confirm the customer¿s indicated failure mode with the customer samples provided. Investigation summary: bd life sciences - preanalytical systems received 6 samples from the customer facility for investigation. Based on the visual inspection, bd pas observed ¿missing tube label¿ on the product. The manufacturing records were reviewed for the incident lot and no issues were identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4).

Event description:
It was reported that a bd vacutainer® cpt¿ mononuclear cell preparation tube - sodium citrate (13x100 mm / 4ml) was found cracked during use. There was no report of injury or medical intervention.